Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for the reported complaint and based on these findings the residual risk remains unchanged and at the acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 05/10/2011, 05/12/2011 and 05/24/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported having constant eye irritation following bilateral intraocular lens (iol) implants. He has been treated with medications, but nothing has helped. Additional info has been requested. There are two medical device reports associated with this event; this report is for the first eye.